Event description:
It was reported by service report that the scale was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale and bed exit were found to be fully functional. A stryker field service technician visually and functionally performed tests, and confirmed that the bed met and performed to specification. The alleged event occurred because of untrained staff not following the IFU instructions.